Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the clinic on (B)(6) 2015 and was admitted for failure to thrive, dark tea-colored urine, and stated he ¿felt the way he did before his vad¿. Lactate dehydrogenase was elevated. The patient had a subtherapeutic inr; no coagulopathy was identified. Pump thrombus was suspected and heparin was administered to attempt to resolve the thrombus without success. The patient's pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 2 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: patient admitted (B)(6) 2015 for failure to thrive - labs revealed an elevated ldh of 944 that did not respond to heparin gtt. Ua with pos blood. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: heart failure: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Malfunction component: pump: yes. Malfunction component: pump: pump body: yes. Ae device malfunction: yes. Patient outcome: exchange: yes. Device malfunction causative factor: sub therapeutic anticoagulation.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of vad-(B)(4). Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition appeared denatured and the contact on the outlet bearing cup and outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. Examination of the remaining blood-contacting surfaces revealed no depositions. The thrombus found in the outlet stator would have contributed to the reported elevations in ldh and other clinical signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.